Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, email and fax. A completed questionnaire was received. (B)(4)

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient is experiencing positive and negative dysphotopsia that is unbearable. Additional information was provided by the surgeon, who reported that the event has not resolved and is not expected to resolve. The surgeon explains that there has been no change after two months. The iol was exchanged for a different lens model that was placed in the sulcus. The sample is not available.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The customer indicated the use of an unspecified cartridge, an unspecified handpiece, and an unapproved viscoelastic. The product investigation could not identify a root cause. (B)(4).